Event description:
It was reported that during a procedure for a wide necked aneurysm in the right occipital artery segment, the subject stent was planned to use. The subject stent was opened and fully hydrated and delivered the subject stent. After approximately one-third of the subject stent was deployed, the tip still failed to open. Despite repeated attempts five times, the subject stent tip remained unopened. When attempted to retract the subject stent for retrieval, resistance occurred while passing through the connection between the microcatheter and the hub, which resulted that the subject stent being half-deployed within the microcatheter sheath and half-deployed within the hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.